Event description:
It was reported that during the use of the cassette, a 'high pressure' alarm went off. There was no patient injury reported.

Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. All labels were still intact and no physical damaged was found on the device. The customer stated problem could not be duplicated. The occlusion detection level of the dso (downstream occlusion) sensor was within the standard. Smiths medical has received two repair requests before, however it has nothing to do with this event. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.